Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a recurring power system error alarm. Customer¿s blood glucose level was unknown at the time of the incident. There was no troubleshooting performed. Customer performs restart to resolve the alarm. The insulin pump was replaced and will be returned for analysis.

Manufacturer narrative:
The power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected power error alarm noted during testing. Power error alarm was noted in the download formatted history file due to intermittent non-sleep software anomaly. The insulin pump was received with scratched case, cracked case behind the pump near the battery compartment/at the corner of the belt clip rails, broken battery tube threads, texture damage on the keypad overlay, end cap address label missing, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.